Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. Customer's blood glucose level was 273 mg/dl at the time of incident. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.